Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse tested the system and looked into the logs; there was no log error found. The fse performed full calibration testing. The equipment works to manufacturer's specifications, has been cleared for clinical use, and was returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a nonworking ECG and fiberoptic during setup for use on a patient. There was no patient harm, injury, or adverse event reported.